Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by overrotation, most likely during the explantation procedure. No deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present.

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available this file will be updated.